Manufacturer narrative:
Patient age at time of event: over 65. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error code occurred during active aspiration. The target lesion was located in the right coronary artery (rca). The physician selected the use of a spiroflex® angiojet® thrombectomy set. The device was plugged in, everything was fine and the device was delivered to the intended location, an error message "check the saline solution" occurred. The device would run for about 4-5 seconds, it was actually sucking back, but then they noticed that it was leaking in the angiojet machine. The device was removed and the procedure was completed with another device and everything worked fine. No patient complications were reported and the patient status was fine.